Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred and that the pump could not be charged without getting temp alarms, causing the pump to shut down. The customer will continue to use the pump for insulin delivery. There was no reported adverse effect to the customer's blood glucose level.